Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11239. It was reported the pt had the feeling of pins and needles down the leg after recharging the ipg. It was reported the pt would stop charging after it had become uncomfortable. The pt was charging twice a week for one and a half hours. The wife was advised to have the pt charge for less time, and more frequently. It was reported the pt had an appointment with the physician at a future date and would work with the physician regarding the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.